Event description:
It was reported that a device was explanted. It was later reported that there was infection and erosion through the skin. It was noted that the event was attributed to the extension. An explant occurred. It was reported that the patient required hospitalization and recovered without sequelae.

Manufacturer narrative:
Product ID: 3389-40, lot# j0444320v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# j0546518v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.